Event description:
It was reported that during ilet system setup, the user encountered a ¿sensor already in use¿ message when attempting to scan a freestyle libre 3 plus sensor, and the agent instructed replacement of the sensor due to the sensor being started on a separate device and no longer able to pair with the ilet. No reported adverse clinical symptoms were reported and no alarms were present. Outcomes included successful initiation of sensor warmup and continuation of onboarding without health impact. User support included guided troubleshooting and education through standard setup procedures with successful connection of subsequent sensor. Investigation of this case revealed that the sensor was associated with another device, consistent with a use-related or pairing conflict during cgm onboarding, and that system functions and alarms operated as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing to another device prior to ilet onboarding, a known use scenario.